Event description:
It was reported that, "during normal impaction of cup, the knob of the rod disassociated from the rod."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.